Event description:
It was reported that a time settings issue occurred after the pump reset. Blood glucose levels did not reach above 500 mg/dl or below 54 mg/dl, so there was no adverse impact to the customer¿s blood glucose level. Customer assistance was provided to update the pump time, and the caller was advised to monitor and follow up if discrepancies greater than five minutes recur. The caller understood and acknowledged the guidance.